Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 400 mg/dl, and the meter bg reading was 79 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 40 mg/dl. Customer required assistance giving a glucagon shot to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.